Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post implant during a right heart catheterization procedure the right atrial (ra) lead became dislodged when the balloon catheter pulled the lead out of position. The ra lead was reprogrammed off. No patient complications have been reported as a result of this event.